Manufacturer narrative:
Should have been an ¿adverse event¿ only on the initial MDR. Device code (B)(4) is not applicable for this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported no known overdose. The patient's pump was titrated monthly from 0.05mg/day to 0.5mg/day. The patient experienced itching, dizziness, nausea and vomiting. On (B)(6) 2011 pump was at 0.05mg/day, on (B)(6) 2011 at 0.1mg/day, on (B)(6) 2011 at 0.1mg/day, on (B)(6) 2011 at 0.1mg/day, on (B)(6) 2011 at 0.5mg/day, on (B)(6) 2011 at 0.06mg/day (minimum flow) and on (B)(6) 2011 the pump was stopped. When the question was asked to clarify the difficulty programming the pump and the programmer serial number and the cause of the difficulty programming the pump determined the healthcare provider indicated "n/a". It was further noted that the patient had pump dose increased which caused itching, nausea, and vomiting. The pump was reduced to minimum flow and stopped. On (B)(6) 2011 the patient complains of nausea vomiting and itching due to change in dose from 0.1mg/day to 0.5mg/day. Troubleshooting performed and actions/interventions related to the difficulty programming the pump was the pump was stopped and explanted.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840 , product type: programmer, physician.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) -2016 the patient reported the she had the device removed after one month because "the people administering the dilaudid to my device did not know how to figure out the amount of drug to be delivered or how to change ml doses". The patient was overdosed on dilaudid. She was throwing it up; it burned all of her mucus membranes; and gave her "a near death experience". The hospital would "not turn the thing off" and she had to go to the doctor's office in the middle of the night. She stated, "the doctor said it was all in my mind. I was crazy". The patient also stated that I'll live with my pain instead of putting my life in some charlatan's hands".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.